Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx. IFU was followed and the device was prepped without issue. It was reported that during withdrawal into the sheath device component embolization occurred within the sheath. The spiderfx filter detached within the sheath. The procedure was completed using a replacement embolization protector. No patient injury reported.

Manufacturer narrative:
Additional information: treatment vessel was the internal carotid artery. Vessel was described as atherosclerotic. Lesion length was 2cm. Ancillary devices used were a non-medtronic 8f sheath and 0.014 non-medtronic guidewire. The devices were removed in tandem. Evaluation summary: two spider fx units were returned loaded inside protective hoops. No ancillary devices were included. For investigation purposes, the two units were separated and identified as unit 'a' and the other unit 'b'. Unit 'a' was removed from the protective hoop and inspected. The capture wire was loaded in the delivery catheter with the filter assembly exposed outside of the distal rim of the delivery catheter. A bend of approximately 45 degrees was identified approximately 7cm from the distal coiled tip. Under microscope, it was identified one horseshoe crimp was pointed out from the filter. No damages were observed to the distal tip of the delivery catheter. Functional testing of unit ¿a¿: the capture wire was retracted and the filter was unable to enter the delivery catheter. The horseshoe crimp impacted the inner diameter of the catheter. The capture wire was pushed forward and attempted to retract the capture wire a second time, however the filter could not enter the delivery catheter. Unit 'b' was removed from the protective hoop and inspected. The capture wire was loaded in the delivery catheter with the filter assembly exposed outside of the distal rim of the delivery catheter. No damages to the delivery catheter or filter assembly/capture wire were identified. Functional testing of unit ¿b¿: the capture wire was retracted and the filter entered the delivery catheter with no resistance. The filter was pulled back into the clear segment of the delivery catheter. Filter loading difficulty was identified with the unit identified as unit a but no tip detachment. If information is provided in the future, a supplemental report will be issued.